Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00168 addresses the other device. It was reported to boston scientific corporation that a captivator micro-hex snare and an active cord were used during a mucosectomy procedure on (B)(6), 2009 (pt reported to be under 18 years of age). According to the complainant, the mucosa bled while the physician cut the tissue; the physician suspected that the snare ineffectively cauterized the tissue. Although it is unk what power setting was used, the physician reported that both the generator and snare were used in their "visual nature." The physician was able to complete the procedure using these devices. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional info regarding the pt (specifically, about the reported bleed and any interoperative treatment) and devices have been unsuccessful.

Manufacturer narrative:
The complainant was unable to provide the suspect device info; therefore, this info is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).